Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock in (B)(6) 2025 due to myopotential noise while the patient was brushing their teeth. The patient attended for an in-clinic follow-up and it was observed that the device had already registered a non-treated event in (B)(6) 2024, and the device was reprogrammed from primary to secondary vector at that time. During the recent follow-up, auto set-up was performed and only the primary vector passed. All provocative maneuvers were negative to noise. An x-ray was also performed and there was no evidence of electrode damage. The patient will continue close monitoring. The s-ICD remains in service. No additional adverse patient effects were reported.